Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube developed a leak after patient intubation. This occurred about two days after intubation. The patient is ventilator dependent. An emergency trach change was required. The patient had a lot of secretions. No injury occurred.

Manufacturer narrative:
One used portex® bivona® adult tts¿ tracheostomy tube was returned for investigation. A visual inspection of the device revealed the cuff was damaged. The cuff appeared discolored and had a protruding shape, which indicates the cuff had been over inflated. A review of the device history record was performed and no issues were noted during the manufacturing process. The complaint was confirmed.